Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. It was unknown if the initial reporter sent report to the FDA.

Event description:
A properly seated softclix lancet protrudes from the end cap of the softclix lancet device. No adverse events reported. Replacing and returning lancet device and lancets. Replacing and returning lancet device and lancets.